Event description:
It was reported to vyaire medical that the vela ventilator was experiencing transducer (xdcr) fault. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(6). A vyaire field service representative(fsr) evaluated the device onsite and replaced the main board on the vent.the unit is performing within manufacturers specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.